Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer had errors and alarms while attempting to perform a calibration on the cobas 8000 ion-selective electrode (ise) module (double), and stated that they obtained questionable high sodium, potassium, and chloride test results for five patient samples using the ise indirect na, k, ci for gen.2. None of the results were released outside of the laboratory. No data flags or alarms occurred with the results. Repeat results were obtained on another analyzer. Refer to the attachment to this medwatch for all patient data. No adverse event occurred. The sodium, potassium, and chloride electrode lot numbers and expiration dates were not provided. Calibration was acceptable prior to the event. The sample centrifugation time was shorter than the tube manufacturer's specifications. The field service representative (fsr) found that the diluent solution on ise module 1 was bad. The customer replaced the diluent and was able to successfully calibrate module 1. The fsr checked the electrode and ise assembly for leaks and salt bridges; all were acceptable. He performed a successful ise check and recalibrated module 1 and 2. Module 2 had voltage alarms and ise noise error. He performed a fluidics decontamination, but ise noise still occurred. He found air bubbles in the fluid lines. He replaced a valve on module 2, and performed a prime and successful ise check. He restarted the instrument and performed calibration and quality controls, which were acceptable. Both modules worked within specifications. Investigation activities are ongoing.

Manufacturer narrative:
Further investigation determined the issue was resolved by the service visit. Trending was performed for similar events in the past 90 days and no abnormal trend was identified. No similar events occurred for this customer in previous the 12 months.